Event description:
Milrinone drip infusing to sigma pump with full battery. Patient reported that the pump started to alarm "system failure" and also instructed to turn off pump immediately. Patient turned off pump and when he turned it back on, the settings were erased. Delay in care occurred until another pump was obtained, put into place, and running. This facility has had similar ongoing problems with this device over the last year and has been in contact with the manufacturer. The cause of the problems remains unknown. Battery alarms occur on pumps that are plugged in, those that have been unplugged for a short time (such as transport from one department to another or less than 30 minutes), and pumps that have been unplugged for longer periods of time but less than the battery limit. Alarms occur without warning and when unexpected. Multiple pumps at this facility are affected (>1000).